Event description:
It was reported that the patient complained of a sensation of foreign matter at the urethral orifice at (B)(6)2020 and no urine flowed out of the urethral catheter. Reportedly, when the nurse aspirated the balloon using a syringe no normal saline was drawn out of the balloon. The urethral catheter was removed and it was found that the balloon was burst with no missing pieces. The patient experienced increasing pain. It was later reported via email on (B)(6) 2020 from ibc representative, the ruptured balloon is a result of the inability for the patient to expel urine.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned and unable to determine root cause of reported problem. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained of a sensation of foreign matter at the urethral orifice at 06:45, (B)(6) 2020 and no urine flowed out of the urethral catheter. Reportedly, when the nurse aspirated the balloon using a syringe no normal saline was drawn out of the balloon. The urethral catheter was removed and it was found that the balloon was burst with no missing pieces. The patient experienced increasing pain. It was later reported via email on 19 may 2020 from ibc representative, the ruptured balloon is a result of the inability for the patient to expel urine.